Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8100 had a check IV set alarm was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, bottle side pressure sensor: customer reports the voltage on their bottle side pressure sensor is 4 volts using the analog sensors test. Recommended replacing and customer will replace in house. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services determine the probable cause of the customer¿s reported issue was due to bottle side pressure sensor. Device was not returned to manufacturing facility

Event description:
It was reported that the 8100 had a check IV set alarm. There was no patient involvement.